Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bd perfix plug (device 2). An additional supplemental emdr was submitted to represent the bd perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2006 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the implant of two perfix plugs (device 1 and 2). Per op notes, "two perfix plugs (device 1 and 2) were placed on the floor of the inguinal canal using sutures." (B)(6) 2015 - patient was diagnosed with infected mesh with small bowel fistula to abscess thereby underwent repair with removal of prevesical abscess and mesh (device 1 and 2) and small bowel resection. Per op notes, "a large abscess cavity was identified. A portion of mesh from prior inguinal hernia had pulled free, this mesh had eroded. All mesh had been excised."